Manufacturer narrative:
Home medical equipment dealer refused information regarding patient based on her understanding of hippa .

Event description:
End user was walking with a cane when the shaft snapped. There was no fall or injury.